Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term tissue damage during surgical procedure is not available . E0752: proposed second level coding - voice alteration to capture hoarseness or other vocal changes. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e0123, health effect - clinical code :e1009, health effect - clinical code :e0752, health effect - clinical code :e050601, health effect - clinical code :e2402, health effect - clinical code :e0511, health effect - impact code :f1903, health effect - impact code :f1905, health effect - impact code :f1904.

Event description:
An article was located regarding the surgical complications that had occurred at surgical facility umc maastricht since january 2008. Several adverse events & malfunctions were identified. This report will capture the adverse events reported within the article. A separate MFR. Ref# will be generated for malfunctions reported in the same article. Attached are the events specified within the article. The article was titled "surgical complications of vagus nerve stimulation surgery: a 14-years single-center experience" an attempt for additional information was made to the contributor of the article. No further information was able to be obtained.